Event description:
The customer's mother reported via phone call that the insulin pump's act button was hard to press and intermittently responsive. Caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner and minor scratched lcd window.